Event description:
It was reported that an asymptomatic patient presented in clinic with right atrial loss of capture. No other anomalies were noted. The physician suspected lead dislodgement, made programming changes and scheduled for a lead revision. During the lead revision, the patient presented with fatigue possibly due to pacing. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received, a complete lead was returned in one piece measuring 51.8 cm with the helix extended within specification. Visual inspection of the lead did not find any anomalies. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.